Event description:
The lay user/patient contacted lifescan alleging the meter does not turn off and continues to show a black screen with an hourglass. The issue was not resolved with troubleshooting. There were no allegations of harm or injury.

Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
It was reported that the 9900 system had a motion error with the remote user interface during a case. The procedure was completed. No patient injury was reported.

Manufacturer narrative:
The 510 (k) # is k082590.